Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, b5. (Type of investigation, investigation findings, investigation conclusions). Per the fst this case will be closed. The biomed will need to call in for service if needed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that prior to use the intra aortic balloon pump (iabp) fiber optic isn't working for the pump. It is unknown if a patient was involved, however, no patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that fiber optic wasn't working for the cardiosave intra-aortic balloon pump (iabp). There was no injury reported.